Manufacturer narrative:
Firstly, the d4 primary UDI number has been updated to (B)(4). On 24-oct-2024, the product investigation was completed based on the received video of the complaint device. Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, an irrigation issue was observed. A manufacturing record evaluation was performed for the finished device number lot 31331038m and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ thermo-cool¿ electrophysiology catheter and there was an irrigation issue noted. An av (atrioventricular) node ablation was performed and there was a high temperature indicated on the generator. At the end of the procedure when the physician took the catheter out of the body, the doctor looked at the irrigation and realized one port didn't seem normal. There were no issues with the procedure or the generator. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).